Manufacturer narrative:
(B)(4).

Event description:
It was reported that possible lead fracture was observed. The lead was previously capped due to unknown reason. No further information is available.